Manufacturer narrative:
Concomitant medical products: ab cluster shell 56 mm catalog #: 00640005622 ; lot #: unknown, alumina insert 56_62 x 32mm catalog #: 00641503204 ; lot #: unknown, alumina ceramic femoral head 12/14 taper 32 mm diameter +3.5 mm neck length catalog #: 00642803203 ; lot #: unknown, therapy date : unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient is being monitored due to elevated metal ions.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) (B)(6) legal department is well trained and passes all information concerning the case to our complaint handling department. Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend considering the following event is identified: implant breakage. Event summary: it is reported that the patient had cls stem-trilogy shell implanted on (B)(6) 2005 and the patient is being monitored due to elevated metal ions. For several years, patient has seen increased titanium values (about 20-40 u / l in serum). Attorney asks if such a phenomenon has already been observed and whether this prosthesis combination is allowed / compatible. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as they are still implanted. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using rmw: luxation and wear of components due to impingement => possible, no x-rays received to confirm, cannot be excluded. Metallosis, aseptic loosening of stem due to micromotion in taper connection (fretting) => possible, no products received to confirm, cannot be excluded. Systemic adverse body reactions due to corrosion products released from implant => possible, no products received to confirm, cannot be excluded. Conclusion summary: patient is being monitored due to elevated metal ions. For several years, patient has seen increased titanium values (about 20-40 u / l in serum). Raw material certificate and device history records for the product could not be reviewed as no lot information was reported. Neither x-rays, operative notes nor office visit notes therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. Therefore, an exact root cause cannot be determined. Moreover, no lab report was received confirming the high metal ion level. However, the possible reasons might be leading to the elevated ti ions include impingement of the stem with the cup, micromotion in taper connection (fretting) and corrosion products released from implant. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).